Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified descending artery. During the procedure, two 20mm x 2.50mm and a 20mm x 3.00mm nc quantum apex balloon catheters were used to dilate the lesion. However, during inflation at less than 14 atmospheres, the balloons ruptured. The devices were removed and upon checking the artery, the lesion was not dilated. A rotational atherectomy with a 1.75mm balloon was used to prepare the artery for stent implantation. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified descending artery. During the procedure, two 20mm x 2.50mm and a 20mm x 3.00mm nc quantum apex balloon catheters were used to dilate the lesion. However, during inflation at less than 14 atmospheres, the balloons ruptured. The devices were removed and upon checking the artery, the lesion was not dilated. A rotational atherectomy with a 1.75mm balloon was used to prepare the artery for stent implantation. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 8mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rated burst pressure.